Manufacturer narrative:
Exemption number: e2014018. Investigation: there was no product returned. A review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: no product or product information is available and therefore an analysis is not possible. Rational: unfortunately, due to lack of data and without the product, we cannot determine the exact cause. There is a possibility that these are not aesculap implants. Safety case has been initiated, any action regarding CAPA will be addressed in safety case.

Event description:
Per sus voluntary event mw5080679, received by the FDA there was a serious injury that required intervention. In 2016, a tibial loosened in the right knee. Revision was performed only on part of the knee that failed, later the femur failed the report indicates two years later the top part of the knee femur is loose. There is a left vega knee global failure. The femur and tibia were revised to a columbus long stem. Aseptic loosening of the entire construct. Previous vega performed to revise failed, unicompartment knee arthroplasty replacement. All med watch submissions related are: (this report) - 2016 tibial right. 9610612-2018-00552 - 2016 femur right. 9610612-2018-00553 - loosening right. 9610612-2018-00554 - tibial left. 9610612-2018-00566 - femur left.